Event description:
It was alleged that during a surgical procedure that the device subject to this report did not stop. It was reported that the procedure was completed successfully. No patient injury or intervention was reported.

Manufacturer narrative:
Device not returned for evaluation.